Manufacturer narrative:
After thoroughly reviewing the manufacturing and inspection records for this lot, we found no deviations or non-conformances. A review of the returned product was performed. Upon visual inspection, it was found that the filter was wrapped in the ptfe lining of the delivery catheter sheath. The complaint is confirmed. The most probable root cause for this defect is delamination of the inner lining of the sheath, allowing the ptfe coating to constrict the leg of the sheath. This would cause the filter not to be able to expand completely. A sustaining engineering project has been initiated to develop a robust lamination process to mitigate the delamination issue as far as possible. Additional information provided in d.9., h.3., h.6. And h.11.

Manufacturer narrative:
The sample is indicated as available for return. As of the date of this report, the sample has not been returned. A follow-up report will be provided once the device has been received and reviewed.

Event description:
Filter was deployed via femoral approach, the filter did not open once deployed. Was attempted to be reheated, traveled to right atrium and had to be snared out.